Event description:
It was reported that the stent had deployment difficulty and the strut was slightly raised/elongated. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery as endovascular therapy. The 50% stenosed target lesion had mild calcification and severe tortuosity. Pre-dilatation was performed appropriately and the stent reached the lesion and was deploying smoothly, however during removal of the device after delivery there was resistance on the thumb wheel. After the thumb wheel was turn all the way around and the shaft was removed, the stent was deployed with the strut slightly raised and the handle side was elongated roughly 1cm. Further dilation and inflation was performed inside the stent with a non-bsc 6mm-80mm balloon, and the part where the strut was inward before inflation was expanded normally under angiography. Due to the severe tortuosity and angle of bifurcation, they were unsuccessful at confirming the inside of the stent with ivus. The flow had improved and the contrast findings were good, thus the procedure was considered successful. No patient complications were reported.

Event description:
It was reported that the stent had deployment difficulty and the strut was slightly raised/elongated. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery as endovascular therapy. The 50% stenosed target lesion had mild calcification and severe tortuosity. Pre-dilatation was performed appropriately and the stent reached the lesion and was deploying smoothly, however during removal of the device after delivery there was resistance on the thumb wheel. After the thumb wheel was turn all the way around and the shaft was removed, the stent was deployed with the strut slightly raised and the handle side was elongated roughly 1cm. Further dilation and inflation was performed inside the stent with jade 6mm-80mm, and the part where the strut was inward before inflation was expanded normally under angiography. Due to the severe tortuosity and angle of bifurcation, they were unsuccessful at confirming the inside of the stent with ivus. The flow had improved and the contrast findings were good, thus the procedure was considered successful. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed the eluvia had a kink to the outer sheath 5cm from the nosecone, and another kink on the outer shaft 62.3cm from the nosecone. Before inserting a guidewire the thumbwheel rotated without resistance, and insertion of the test guidewire was not able to pass the kink 5cm from the nosecone. The pull handle had been broken off and not returned. A kink of the inner liner was also noted at the distal edge of the middle sheath marker. An x-ray of the device was performed to look for any internal damage, and no damage was noticed. Inspection of the remainder of the device presented no other damage or irregularities.